Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that during the product inspection prior to procedures, they noticed that the loaner pump roller stopped working. No pt involvement.